Event description:
It was reported that the lead helix could not be extended. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the full lead was returned and analyzed. Primary analysis finding: the helix disengaged from the helical channel. Blood was present in/on the helix mechanism.